Event description:
It was reported the epg (external pulse generator) will not stay on, even with a new battery. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The device was found to turn on and off, with no issues. Corrosion and contamination were noted throughout the device, including corrosion of the main pcb (printed circuit board) and pcb screws, battery flex, output flex, encoder flex, lead flex cover, and upper/lower cases. Contamination of the battery release, pcb flex, and battery drawer was also observed. The battery contacts were compressed and corroded, the lcd (liquid crystal display) was missing segments, the ring cover was broken, both bail covers were broken, and one bail was missing.